Event description:
An orsiro drug-eluting stent system was selected for treatment. The stent dislodged from the delivery system during preparation outside patient. Date of event unknown.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Only the stent was returned and subjected to a detailed technical analysis. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The stent was returned in a plastic beaker. The stent is mildly bent over its entire length and severely deformed at one end, i.e. Several struts are strongly bent. The delivery system and the stent protector were not returned for analysis. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no material or manufacturing related root cause could be determined.